Event description:
It was reported that the ipg unable to hold charge and could not turn on. As such, the ipg was inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced.

Event description:
Additional information received identified that therapy was restored post-procedure.